Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to femoral loosening.

Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Review of the primary surgery notes confirms that the patient underwent total hip arthroplasty due to avascular necrosis of left hip. It was noted in the notes that the all trial and final reductions revealed an excellent range of motion and stability. Review of the revision surgery notes confirm that the patient underwent revision left total hip arthroplasty. It was noted in the notes that the radiographs did not reveal any obvious signs of loosening or subsidence. The patient has a relatively large femoral stem with a tight distal canal. During the surgery it was noticed that there was soft tissue layer that encased the proximal femoral neck at the level of osteotomy and a small amount of the femoral stem that was protruding from the neck osteotomy. There was no evidence of any bone ingrowth on the porous coating of the stem. It was noted that the patient returned to work quickly after the primary surgery and was doing extensive physical activity in the early postoperative period, including lifting heavy objects. Product history search revealed no additional complaints against the related part and lot combination. A definite root cause for the reported issue cannot be determined with the information provided.